Event description:
A bayer sales rep called to report that a health care professional is getting blood results on their contour system that are 100mg/dl different from another testing method. Results were not provided but depending on the specific readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The rep could not provide any additional info about the customer of the products. No product was replaced or expected to return for evaluation.

Manufacturer narrative:
The rep could not provide customer's personal info or product info. It's not possible to determine the manufacture date or 510k number without the meter info.